Event description:
The patient called to report that they have been getting a couple shocks because of their lead. The patient stated they have been to the doctor a couple of times but they are coming back. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5554-53 implantable pacing lead, implanted: (B)(6) 2010 ; 419688 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).